Event description:
The patient experienced significant neurological deficit, suspected to be caused by an inflammatory mass. The patient had surgery. A 1 cm mass was discovered. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.